Event description:
It was reported that the patient received inappropriate atp therapy due to noise. The atp therapy then accelerated the patients rhythm into vf. Lead was explanted and replaced. Patient was stable after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 1.5-2.2cm and 4.0-4.7cm from the proximal end of svc shock coil, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the svc shock coil were noted at 4.7-4.8cm, 4.8-4.9cm, and 4.93-5.0cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. The field complaint of noise could not be confirmed.